Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other proglide device referenced is filed under separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a target lesion in the mid right common iliac artery. During the procedure a perclose proglide device was used at the left femoral artery access site; however, the device was unable to achieve hemostasis. A second proglide was used without issue and hemostasis was achieved. A perclose proglide device was used at the right femoral artery access site; however, the device was unable to achieve hemostasis. A second proglide was used without issue and hemostasis was achieved. No additional information was provided.